Event description:
A potential product issue has been reported with our primus hi linear accelerator. In the abundance of caution this issue is being reported. After upgrade with th012/08/s, physician found dose was incorrect in low dose rate in the config disk sent from ocs. There was a wrong setting for low dose rate in x10 : 50 mu/min was set instead of 100 mu/min. From (B) (6) to (B) (6), 6 pts have been treated with virtual wedge, and none is normal dose rate. Physician is still calculating a real dose given to each pt. There was no injury reported. Preliminary risk analysis is pending. Root cause is pending investigation. Final corrective action is pending root cause.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: the complaint behavior may potentially result in a minor/moderate/serious injury. Probability: to be determined. Affected other products: none.